Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. It was also noted that visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was also reported that a "jump" motion was noticed when the helix would extend.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during attempted implant of the right atrial (ra) lead there was concern regarding the helix torque function. It was also reported that it took several turns to extend the helix. Therefore the ra lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.